Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and low suspend alarm from the insulin pump. The customer's blood glucose reading was 49 mg/dl. The customer treated with juice. The customer checked her blood glucose 10 minutes later and it was at 62 mg/dl. The customer had symptoms such as headache and dizziness.